Event description:
Information was received from a manufacturer representative (rep) regarding an implantable device. It was reported that a patient ex perienced a return of pain following use of the implantable neurostimulator (ins). The patient was treated for the return of pain. The system was explanted. The issue was resolved. The rep acknowledged they would submit any new information they would become aware of.

Manufacturer narrative:
Continuation of d10: product ID: 97792 lot# n775661; implanted: (B)(6) 2018. Product type: accessory product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2018. Product type: lead product ID 97792 lot# n775661; implanted: (B)(6) 2018. Product type: accessory. Product ID 977c165; serial# (B)(6) implanted: (B)(6) 2018. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 97792, serial/lot #: (B)(6), ubd: 19-dec-2021, UDI#: 00643169023215; product ID: 977c165, serial/lot #: (B)(6), ubd: 09-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.